Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse inspected the instrument and found the instrument was giving high platelet backgrounds. He decontaminated the instrument and replaced the waste chamber, vacuum line and diluent filters to resolve the issue. (B)(4).

Event description:
The customer reported recovering erroneously high platelet results on three patients on the act diff 2 instrument as compared to the second sample results recovered the next day on the same patients which the customer considers correct. The customer also stated it was taking extra effort to get the platelet background results to pass. Erroneous results were not reported outside of the laboratory. There was no change to patient treatment attributed to or connected with this event.